Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4) case status: open. Summary: npi-unknown error during pm. Case notes: (B)(4). Hugh was having issues trying to perform the pm on his etco2 module. He kept getting an unknown error. His error log showed a 571.6240 error which could be the cause of his testing problem. Provided fixed price repair options.